Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, multiple cartridges were unable to be filled with insulin. Customer successfully filled a cartridge. There was no reported impact to customer's blood glucose.